Event description:
Infection- tee done and found to have lead vegetation - patient has bacteremia (strep gallolyticus) and physicians wanted lead extraction and colonoscopy. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).